Manufacturer narrative:
The device was serviced on-site by a field service technician. During visual inspection, one side pump door hinge was observed to be broken off. The reported condition was verified. The cause of the condition was due to a damaged door hinge. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced and repaired to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 main module had a broken rotor door. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.